Manufacturer narrative:
(B)(4). The sample is available and has been requested. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) stated there were no obvious reasons for the system error 2240. The technical service representative (tsr) advised the hp to end therapy and the hp stated he would not restart therapy for that night. The tsr assisted the hp to the end of therapy and arranged for a shipping kit for the cassette. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 is undetermined as the sample evaluation and batch review could not confirm the problem. If additional, relevant information becomes available, a follow-up MDR will be submitted.